Event description:
Tech found that while in the brake mode the casters would still swivel.

Manufacturer narrative:
Tech found that the casters were worn. He replaced all four casters and the brakes function properly. There were no injuries alleged by the account.